Manufacturer narrative:
Device is a combination product.

Event description:
While a 2.25 x 38 synergy ii drug eluting stent was being advanced through the watchdog hemostasis valve the stent became damaged. The procedure was completed with a different device. There were no complications and the patient was fine.